Event description:
Customer found dried reagent on top of cuvettes and received erroneous calcium result for one patient sample. Initial calcium result was 5.7 mg/dl, result did not pass the auto-verify rule, so result was not reported. Customer manually repeated the sample on same analyzer which recovered 8.6 mg/dl. This repeat result was confirmed on a c501 analyzer (specific result not provided). Patient was not affected. Reagent lot was not provided. The field service representative determined cause was a misadjusted r2 reagent probe. Customer realigned reagent probe and replaced reaction cells. The field service representative insured instrument performed according to specification. Customer ran multiple successful calibrations, qc and patient samples.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.